Event description:
It was reported when an asymptomatic patient presented remotely via merlin.net transmission, an alert for high voltage lead impedance was observed. The lead was reinserted into the head and normal values were obtained for high voltage lead. The patient was stable before and after the procedure.